Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-12990 knee scorpion batch number: 15245547 was received for investigation. Visual evaluation of the returned device noted no apparent issues to the exterior of the device. Functional testing was performed by inserting a known good ar-12990n needle into the returned device and it was found that the needle was able to be inserted and fired as intended with no issues. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that, during a root repair surgery, the needle broke inside the scorpion. The broken piece was retrieved out of the patient. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.